Event description:
It was reported that the patient presented in ER after receiving patient notifier and intermittent out of range pacing lead impedance was noted. Programming changes were made. No externalization was noted through x-ray and the patient will be monitored through merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.